Event description:
Switched from biomedics 55 contact lenses to acuvue oasys with hydraclear plus contact lenses after biomedics 55 were discontinued. Have had a horrible allergic reaction to the acuvue oasys with hydraclear plus contact lenses. Went to see both my ophthalmologist and 2 different optometrists. Took steroid eye drops for 10 days and eyes were feeling better. After completing the course of steroid treatment, I was told I could begin using my acuvue oasys with hydraclear plus contacts again and did so. Within 5 days, the inside of the eyelids were worse than before and the allergic conjunctivitis from the contacts was so severe that I was prescribed cromolyn eye drops 3x / day for 30 days. I had worn biomedics 55 contact lenses for 12 years with absolutely no problem at all. Within months of changing lenses, I have experienced incredible eye problems and issues that I never had before. Nothing in my life or medical history has changed except my contact lens brand and there is a direct correlation between my eye problems and the acuvue oasys with hydraclear plus. There is no question what the cause is and it is acuvue oasys with hydraclear plus.